Event description:
It was reported to bsc/target that the pt had suffered an embolic obstruction of the left middle cerebral artery with a large infartion area. A local lysis was successfully performed with rtpa, using the fastracker-18 infusion catheter. After the lysis, during retrieval, the fastracker-18 infusion catheter ruptured at the distal segment. The physician did not experience any resistance. It was possible to retrieve the distal segment with the aid of a retriever-18 endovascular snare without any problems. The pt did not get harm and is still recovering from the ischemic stroke.